Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the serial number of the subject device is unknown and omsc could not confirm the manufacturing history (DHR). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient complained of sore throat after an endoscopy using the subject device. The patient saw a doctor at another hospital because the sore throat did not go away. The hospital diagnosed that the mucous in the throat was damaged. There was no report of further patient injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined because the subject device was not returned omsc for evaluation and the model number of the subject device was not identifled.